Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Addiotnal information stated that in jw1, the patient received a bone contact bolus injection of 0.5 ml of juvéderm® voluma¿ with lidocaine and 0.5 ml of harmonyca in a fan pattern on both the right and left sides. During the inflammatory episode, the patient reported inflammation in the left jw1 area only. Which the healthcare professional observed to be moderate upon clinical examination. This inflammation improved with systemic corticosteroid and antibiotic therapy, and did not required hyaluronidase. Unlike the nodule in the marionette line areas.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported that a patient was injected with juvéderm® voluma¿ with lidocaine into the nasolabial folds (nl) deep dermis. A month later, patient was injected with harmonyca in jw1. About 5 half months later, patient developed inflammatory nodules along the marionette lines and indurations. A week later, patient was treated with antibiotic and corticosteroids. Another week later, hcp administered of 2 ml of intralesional injection of hyaluronidase. Symptoms are ongoing.